Event description:
It was reported that during a laparoscopic low anterior resection procedure, the knife did not move forward at the 2nd stroke of the 1st firing. The firing trigger could not be grasped. The device was released with the manual knife reverse switch. A new cartridge was loaded into the same device to complete the case. The staple line and cut line was equal in length. But distal staple line was not appropriate b-formed shape. The instrument was fired near the existing clip. A temporary colostomy was performed because the surgeon worried about leak from the staple line due to incomplete staple formed. The patient is in stable condition and colostomy will be closed end of (B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis found that one device was returned in good visual condition and with one cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.